Event description:
The customer reported via phone call that the insulin pump had a piston that would not move and that the device alarmed no delivery. The customer stated that the reservoir compartment was cracked, and she did not know how long ago or how the damage had occurred. The customer's blood glucose was 291 mg/dl. She stated that she was changing the reservoir when she noticed the physical damage. She was advised to disconnect from the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window through the reservoir tube, and cracked battery tube threads.